Event description:
A caller reported that the pump became hot to the touch. There was no adverse impact to the customer¿s blood glucose level. The pump remained functional, and the caller was advised to monitor the system and contact support if the issue recurs.